Event description:
During setup, the ventilator was powered on and calibration was performed. However, the calibration failed and the ventilator froze up. The ventilator could not be turned off. The patient was manually ventilated for six hours until transported. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no patient information was provided.